Event description:
It was reported that during a pancreatoduodenectomy procedure, an error 3 was displayed. Also, the blade was broken off and fell into the patient's body. Since the broken piece was retrieved, no piece was left inside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.